Manufacturer narrative:
Follow-up #2 ¿ (07/02/2014). The lay user/patient¿s meter has been returned and evaluated on 06/20/2014 by lifescan product analysis with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. In addition, the meter was found to be missing the battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient¿s daughter contacted lifescan (lfs) spain alleging that the patient¿s onetouch verio pro meter displayed an ¿error 4¿ message. The complaint was classified based the customer service representative (csr) documentation, since the reporter and/or patient were unable to be reached by phone for additional information. It is not known when the alleged error message began to appear. Nor is it known if the error message only appeared intermittently or consistently when attempting to test. The patient manages his diabetes with insulin. It is not known if the patient made any adjustments to his usual diabetes management regimen due to error message appearing. The patient¿s daughter stated that approximately 2 weeks prior to contacting lfs, the patient ¿couldn¿t receive the treatment¿ due to meter issue and developed symptoms of ¿shivering and loss of consciousness¿. It is not known what medical treatment/intervention the patient received in response to the alleged symptoms he developed. At the time of troubleshooting, the patient¿s daughter confirmed that the patient was using test strips that appeared in good condition and were not past their expiration date. The reporter also confirmed that the test strips were drawing in the blood sample in the confirmation window. The csr noted that the reporter was unable and/or unwilling to perform a test at the time of the call. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow up #1 ((B)(6) 2014)-device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. Performance testing with blood was performed on the retain test strips on (B)(4) 2014. The retain test strips failed the performance testing with blood and were found to be biased high at 300 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 3 ¿ (07/15/2014). The patient¿s test strips have been returned on 7/2/2014 and evaluated by lifescan product analysis on 7/3/2014 with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.